Event description:
It was reported that a patient underwent a left-sided atrial flutter ablation procedure with a octaray mapping catheter and carto 3 system and there were signal issues. There was a current leakage error displayed on the carto 3 system. When the occurred, there was no available signal on all ECG (electrocardiogram) signals. Both bs (body surface) and ic (intracardiac) could not be tracked temporarily. The octaray catheter was inside of the patient's body when the signal issues began. The cables and catheters were disconnected. However, the current leakage error reoccurred on the octaray catheter as soon as it was connected. The error cleared when the catheter was disconnected. The 20 pole a and b ports were checked for visual damage but no visual damage was noted. A pentaray catheter was then used as the replacement and the issue resolved. It was also reported that the acl box displayed "anatomically off" on the carto 3 system. Patient was re-patched (unusually high on the anatomy) and the issue resolved. The procedure was ultimately completed without patient consequence.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-01177 for the octaray mapping catheter (this current report). 2) manufacturer report number 2029046-2024-01178 for the carto 3 system.

Manufacturer narrative:
Per internal review on 26-apr-2024, it was identified that the product had no been received for analysis. The initial report mistakenly indicated that the device was returned. It was not. On 26-apr-2024, the product investigation was completed as the device was not returned for analysis. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31227102l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).